Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the emergency room with syncope two days post initial implant. Perforation of the right ventricular (rv) lead was discovered along with pleural effusion. The rv lead had lost capture and had high thresholds. The lead was initially turned off and later repositioned and remains in use. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.